Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in france reported the occurrence of no growth (result negative) for streptococcus agalactiae in association with the chromid® strepto b agar. The specimen was a vaginal sample from a pregnant woman; no enrichment, direct isolation on plate and incubation to 24 and 48 hours at 37°c with co2. There was no growth after 48 hours incubation. The strain exhibited growth on blood agar and the organism was identified via malditoff. The chromid® strepto b instructions for use (package insert, limitations of the method) indicates: "growth depends on the requirements of each individual micro-organism. It is therefore possible that certain strains of s. Agalactiae which have specific requirements (substrate, temperature, incubation conditions, etc.) May not develop. According to the specimens analyzed, a non-selective blood agar may be used in conjunction". In addition, an enrichment step, not used by the customer in this case, can increase the rate of recovery of streptococcus agalactiae for strains obtained from pregnant women. There is no indication or report from the hospital or treating physician to biomérieux that the occurrence led to any adverse event related to any patient's state of health. Culture submittal is not available from the customer. Biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was conducted on the chromid® strepto b agar lot 1004971830. The customer provided a picture showing the hour of the plate read at 02h18. No analysis was performed on the customer strain because it was not available. A review of the complaints record indicates no others complaints have been registered for this batch for the same issue. No discrepancies were detected during the review of the manufacturing batch record for chromid® strepto b agar lot 1004971830. The review indicated that two pools of additive antibiotics from the same batch and two pools of additive chromogenic substrates from the same batch have been used. Controls of weights were in accordance with specifications throughout batch production. There were no chain stops or adjustment in manufacturing times of the suspect plates (02h18). The quality control results were in accordance with specifications as indicated in the quality certificate. Bacteriological analysis was performed on retained reference samples of the batch. Using the quality control method, inoculation was performed on the retained samples and a reference batch, using qc strains with and without co2 atmosphere. In parallel, a batch of gts was used for control. There was good growth of pink to red colonies for the strains streptococcus agalactiae atcc 12836 and nctc 8190 in 24h and 48h with or without co2. These results are in accordance with the expected specifications and equivalent between both batches of chromid® strepto b agar. Inhibition was in accordance with the expected specifications for the other stains for both batches. The investigation concluded that performance of chromid® strepto b agar lot 1004971830, is within specification . The review of batch record did not indicate evidence for the issue observed by the customer. Without return of customers strain , it has not been possible to continue the investigation. As indicated in the package insert: growth depends on the requirements of each individual micro-organism. It is therefore possible that certain strains of s. Agalactiae which have specific requirements (substrate, temperature, incubation conditions, etc.) May not develop." Moreover, it can be recommended to the customer to use the selective enrichment broth todd hewitt + antibiotics in order to increase the sensitivity of the test. There are no preventative and corrective actions associated with this issue as chromid® strepto b agar lot 1004971830 is in accordance with specifications.